Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks, and the device had defined a ventricular tachycardia episode during patient atrial tachycardia/atrial fibrillation. In addition, atrial undersensing and oversensing were observed on the right atrial (ra) lead. The device reached normal elective replacement indicator (eri) and was replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.